Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the ups (uninterruptible power supply) did not start. To resolve the issue the fse replaced the ups. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.